Event description:
It was reported that the foley catheter arrived in good packaging conditions. The day of surgery was taken care of, all biennial handed it over to the surgical nurse. At the time that the surgeon was preparing the tube before inserting it into the patient, the user inflated the balloon with a syringe to confirm that it could be inflated and deflated without any problem. At the moment of pushing the plunger of the syringe, the air did not enter. So, the user tried it again and on the third attempt, the air was able to enter very slowly and with a lot of force exerted. After the balloon the balloon was filled, the user tried to remove the air by extracting the plunger, but this could not be done either, until the third attempt . Therefore, it was decided not to introduce this probe in the patient, since it would be dangerous to remove it and withdraw it inside the patient, due to the above reasons. The video shows how the surgeon tries to extract the air from the balloon and it was difficult for them. They even squeezed it with their hand to remove the air out. Two probes were used for the same patient, both of which had the same detail, and neither was inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time.

Event description:
It was reported that the foley catheter arrived in good packaging conditions. The day of surgery was taken care of, all biennial handed it over to the surgical nurse. At the time that the surgeon was preparing the tube before inserting it into the patient, the user inflated the balloon with a syringe to confirm that it could be inflated and deflated without any problem. At the moment of pushing the plunger of the syringe, the air did not enter. So, the user tried it again and on the third attempt, the air was able to enter very slowly and with a lot of force exerted. After the balloon the balloon was filled, the user tried to remove the air by extracting the plunger, but this could not be done either, until the third attempt . Therefore, it was decided not to introduce this probe in the patient, since it would be dangerous to remove it and withdraw it inside the patient, due to the above reasons. The video shows how the surgeon tries to extract the air from the balloon and it was difficult for them. They even squeezed it with their hand to remove the air out. Two probes were used for the same patient, both of which had the same detail, and neither was inserted. Per follow-up information received from ibc on 09aug2022, stated that there was no patient impact and no medical intervention. Another unit was not used to complete the procedure since its use was ruled out.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."